Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with scratches on the lcd window and cracked reservoir tube lip. The insulin pump was tested with a water liquid reservoir test and no air bubbles in the reservoir tube during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as high as 493 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with a manual injection. Customer experienced nausea and headaches as a result of high blood glucose. Customer advised they had small air bubbles inside the reservoir. Customer performed the high pressure test and passed. Customer advised they felt uncomfortable with the insulin pump and wanted a new device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.